Event description:
The manufacturer received a call from a distributor asking about the guidelines for patient use with the dreamwear full face mask and a pacemaker. The caller was directed to review the statement in the instruction manual. It was stated that the user's doctor has recommended keeping the magnets 6-7inches from the pacemaker. The manufacturer instructed the caller to have the patient follow physician recommendations, as they are familiar with the specification of the patient's pacemaker device. There was no report of patient harm or injury. There was no report of medical intervention. No product will be returned for investigation. Labeling included with the mask warns the user "the headgear clips and mask cushion contain magnets. Contact your healthcare provider before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 inches away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators, and cochlear implants. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.